Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A rep was able to successfully restore communication with the device. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that, during the patient's re-positioning procedure (related manufacturer reference number: 3006705815-2021-05456), bovie was used to check impedances without placing the ipg into surgery mode. As a result, the ipg was successfully repaired during the procedure and therapy was resumed.